Event description:
A malfunction of the pump was reported by the distributor rubin medical ab in sweden, with the specific malfunction code identified as malf 12. It was unknown whether there was any adverse impact on the customer's blood glucose level as the relevant details were not provided. The customer had experienced this issue at least three times before contacting technical support. Consequently, technical support decided to replace the pump, confirmed the shipping details, and instructed the customer on returning the faulty device within ten days using a pre-paid label. The customer chose not to share details about their backup insulin therapy.